Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and battery wire harness assembly. There were observations of what appeared to be wear marks on the surfaces of the connector pins of pcb mounted jack connector, designator j11. The investigation of the reported device failure concluded that the likely cause of the reported issue was due to fretting corrosion of the power pcb connector pins of the j11 connector which caused an excessive voltage drop during defibrillator charging which then caused the device to switch to the depleted battery in battery well #2 (which was too low to sustain power to the device).

Event description:
It was reported that during a training session the device shut down twice while charging defibrillation energy. It was also reported that during the event one battery had full capacity and one battery had a capacity level of two bars. Then both batteries were replaced with two almost empty batteries, but the device had enough power and completed energy charge twice, until the device prompted a message to change battery.there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device. Proper device operation was confirmed after replacing the power pcb assembly and the battery connector pins. Physio-control will also replace the battery communication contact wire harness assembly. The specific component root cause was not conclusively determined. Once the device is repaired, it will be returned to the customer for use.